Event description:
It was reported by an onkos sales representative that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged infection. No prior post bill was found of unknown patient. The devices will be reported with unknown lot numbers. This report captures eleos poly spacer. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined due to insufficient information of the unknown device explanted. If more information is attained, a supplemental report will be updated.